Manufacturer narrative:
Preliminary analysis concluded to suspect a lead or connection issue at the ventricular level. Patient management recommendations were provided: a check of lead positioning with x ray is recommended. Then, depending on physician findings the benefit of a re-intervention should be evaluated to check lead integrity and connection.

Event description:
High impedance and threshold elevation were observed. A lead (non sorin lead) or connection issue was suspected at that time.

Event description:
High impedance and threshold elevation were observed. A lead (non sorin lead) or connection issue was suspected at that time.

Manufacturer narrative:
It was reported that a re-intervention was performed on (B)(6) 2014. The new files were provided for analysis.

Event description:
High impedance and threshold elevation were observed. A lead (non sorin lead) or connection issue was suspected at that time.

Manufacturer narrative:
(B)(4).

Event description:
High impedance and threshold elevation were observed. A lead (non sorin lead) or connection issue was suspected at that time.

Event description:
High impedance and threshold elevation were observed. A lead (non sorin lead) or connection issue was suspected at that time.